Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred when external force was applied by hitting the device during transportation, storage, use, cleaning, etc. The instructions for use have the following statements: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." This event can be prevented by observing the items listed in the instruction manual; therefore, it is assumed that this event was caused by the user's handling.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the user's report is confirmed. The probe unit is cut and leaking. The forceps cover glue is peeling. There is non-olympus rubber glue. The lg tube is collapsed. The control knob is misaligned. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii ultrasound gastrovideoscope had leakage from the distal end due to a tear in the tip. There was no patient impact related to this occurrence.